Event description:
As reported, in early 2008, this patient underwent endovascular repair using gore excluder aaa endoprostheses. Post-operatively, infolding in the distal portion of one of the devices was noted. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.